Event description:
It was reported that the "insulin pump did not register a charge after two hours of charging". There was no adverse impact on the customer¿s blood glucose level. The customer declined further troubleshooting. No additional information was provided.